Event description:
An article was published in research square; entitled, a case report of implantable collamer lens removal with cataract extraction and tecnis symfony extended range of vision intraocular lens (zxr00) implantation.' A 39-year-old man, who underwent bilateral icl implantation surgery due to high myopia (right eye: -11.00 d, left eye: -10.00 d) 14 years ago. During the one-week postoperative follow-up, a manifest refraction test revealed residual myopia of -1.00 d in both eyes. Consequently, the patient underwent bilateral photorefractive keratectomy (prk). Reportedly, the patient was diagnosed with bilateral secondary cataracts, postoperative icl in both eyes, postoperative prk in both eyes, and bilateral high myopia. As planned, the surgeon sequentially performed bilateral icl removal, phacoemulsification cataract extraction, and tecnis symfony zxr00 iol implantation. Textraction, and tecnis symfony zxr00 iol implantation. The surgical procedures were successful, with a two-week interval between surgeries for both eyes. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).